Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted outpatient antibiotic therapy and subsequent transition to hd therapy for rrt. Per the hpm, the cause of the events is unknown; therefore, causality cannot be established. However, the hpm reported the events were unrelated to the utilization of any fresenius device(s) or product(s). Additionally, and infectious disease consult revealed the peritonitis was likely caused by an infectious pocket which never healed (specifics not provided). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection which subsequently led to the removal of their pd catheter. Follow-up with the home program manager (hpm) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (result not provided) was obtained, and the patient was started on intraperitoneal (ip) ceftazidime 2000 mg administered on (B)(6) /2020. The peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient was transitioned to ip vancomycin 1500 mg administered on (B)(6) 2020. The hpm reported the cause/origin of the peritonitis is unknown, and due to several previous staphylococcus epidermidis peritonitis events, the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2020 and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was discharged from the home therapy program on (B)(6) 2020, at which point he began undergoing outpatient hd therapy. Per the hpm, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and is tolerating outpatient hd therapy without issue. Of note: the patient was referred to an infectious disease doctor for further evaluation and possible additional antibiotics. The hpm reported the infectious disease doctor stated the possible repeat staphylococcus epidermidis peritonitis events could have been caused by an infectious pocket which never healed; however, this was not confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.